Event description:
An adverse event involving a quickie 2 wheelchair was reported to sunrise medical on (B)(6) 2015. It was reported that while the end-user was attempting to transfer into his wheelchair he lost his balance and fell into the wheelchair landing on the left wheel lock. As a result the end-user sustained a broken rib on the right side of his body.

Manufacturer narrative:
The device involved in this adverse event did not malfunction or fail in any way. The end-user admittedly lost his balance during transfer into the wheelchair leading to the subsequent fall and broken rib. This case is considered closed. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.